Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 6543256.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode, experienced ineffective therapy and grabbing sensation with their drg system. Diagnostics revealed low impedances on right l4, right l3 and left l4 drg leads. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which leads caused the issue.